Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported symptoms of hypoglycemia with an aviva system blood glucose result of 45 mg/dl. He self-treated with tablets and juice. Retest results, same system, were 58 mg/dl 18 minutes later,161 mg/dl 9 minutes later, 58 mg/dl 6 minutes later, 68 mg/dl 6 minutes later. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.